Event description:
This ra lead was implanted on (B)(6) 2006 and was removed from service on (B)(6) 2011 due to sepsis. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).